Manufacturer narrative:
The customer¿s report of tubing snapped was confirmed. Visual inspection of the set noted stress marks at the end of the tubing to tubing connector. Functional testing was not performed due to the damage. The root cause of the customer¿s report could not be determined. However, the customer confirmed that the separation occurred when the tubing had been trapped during clinical use.

Event description:
The reported feedback suggests that the line snapped a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that the line snapped a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.